Event description:
It was reported that the subject coil prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject coil prematurely detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - corrected. D4 gtin: corrected. H4 manufacturing date ¿ corrected. H3 device evaluated by mfg ¿updated. D9 product available to stryker/ returned to manufacturer on: updated. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection the coil delivery wire was seen to be kinked. The main coil was seen to be detached. No anomalies noted to the coil. Functional test was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported codes main coil prematurely detached/separated during use and coil delivery wire kinked/bent was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while attempting to deploy a coil, the delivery wire became bent at the proximal end during advancement through the microcatheter. Upon attempting to retrieve the coil, it was observed that the coil had detached within the microcatheter. During analysis, the coil delivery wire was seen to be kinked, and the main coil was seen to be detached. An assignable cause of handling damage will be assigned to the reported as well as analyzed coil delivery wire kinked/bent since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of procedural factors will be assigned to as reported as well as analyzed main coil prematurely detached/separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.